Event description:
Dr. Was conducting a surgery procedure. During a surgery, he noted that the one of the pins at the tip of the adjustment driver was broken off. The piece was removed and the surgery was completed using an other device.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.